Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Interrogation of the pulse generator noted that the left ventricular (lv) lead had failed to capture. It was also reported that the lead exhibited high capture threshold on prior clinic sessions. The lv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout the procedure.